Manufacturer narrative:
(B)(4). The product was not available for investigation, therefore a manufacturer laboratory investigation was not possible. The lot # of the oxygenator self and it's UDI / serial number is unknown and could not be obtained. Based on this a meaningful DHR review is not possible at this time. A review for similar complaints was performed, with 3 incidents found. The investigation results out of similar complaint were as follows: the device was tested for gas transfer and clotting; results were within specifications. For the current record the customer was stating that clotting was detected on the lateral corners and the upper corner. Clotting is a known phenomenon and has been investigated in previous complaints. Based on this and the information available at this time the reported incident was most probable caused by clotting / micro clotting. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
On (B)(6) 2016, an hls oxygenator was switched out after only 24 hours of use. Unit was running on 4.5l of flow and venous negative pressure of -68, and a delta p of 24, the device suddenly, stopped flow even though rpm's did not change. Delta p went to over 100. Anticipating venous line entrapment flows were reduced and increased again only to achieve a max flow level of 1.4l. Sensors were checked to make sure they were in place and operating properly. After multiple looks through the system, a change out was required. A second hls set was used on same patient and was successfully removed from the patient 5 days later without incident. Upon removal that there were three areas of clot formation on the arterial side. Both lateral corners had minimal (3 to 4mm) of fibrin formation. The upper corner had a more substantial fibrin formation of about 2.5cm wide by 2cm long attempts were made to flush the contents for further observations but was clotted solid. (B)(4).